Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, possible pump fracture. Device removed and replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018, removed and replaced on (B)(6) 2020 due to a possible pump fracture. A titan pump, two cylinders, and a reservoir, were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic examination revealed surface abrasion on all pump tubing, both cylinder exhaust tubes, and the cylinder 1 strain relief. No functional abnormalities were noted with cylinder 1, cylinder 2, or the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump bulb, between ribs 2 and 3 from the pump body to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.